Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead pulled back and high thresholds were observed. The lead was reprogrammed, and later replaced. During its replacement, the physician encountered difficulty unscrewing the helix and decided to partially remove the lead to reduce bulk in the pocket. No patient complications have been reported as a result of this event.